Event description:
During surgery of total hip replacement, the surgeon was seating the cancellous screws, the universal driver shaft tip broke and was left in the cancellous screw head. Although the broken driver shaft tip stuck out around 2 mm from from the screw hole on the triad shell, and the surgeon at was able to inserted the acetabular